Event description:
Customer reports receiving a false positive result on (B)(6) 2022 when testing with the cue covid-19 test for home and over the counter (otc) use (cartridge (B)(4) lot 22499h, reader (B)(4)). Customer performed confirmatory testing with the binaxnow antigen test (unspecified frequency, unspecified dates) as well as a confirmatory pcr on (B)(6) 2022. Both forms of confirmatory test provided negative results. Family was exposed on (B)(6) 2022 with no symptoms present. Individual was not vaccinated and cartridges were stored appropriately.

Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there was one previous similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.